Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foggy image occurs due to damage on charged coupled device unit. A root cause could not be identified for the foggy image. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A root cause for the damaged charged coupled device unit could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foggy image occurs due to damage on charged coupled device unit. There was no patient involvement.